Manufacturer narrative:
This report is being filed against an ex-us product (02k91-25) that has a similar product (02k91-27) distributed in the us. (B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer stated that one patient was monitored for a pancreatic cancer with serial testing for the architect ca19-9xr assay. The customer indicated that the results were inconsistent when generated over a three-month time frame. The customer provided the following results (unit of measure was not provided): (B)(6), result 12.3; (B)(6), result 242.5; (B)(6), result 13.8; (B)(6), result 207.7; (B)(6), result 310 and 367; (B)(6), result 349; dilution 1:20, undiluted measurement was 6530. No impact to patient management was reported.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Returns were not available. Review of ticket trending did not identify atypical complaint activity related to the issue under investigation. Field data analysis was performed using abbottlink data to assess the performance of the assay. The data analysis demonstrated that the median patient values have not shifted over time. The concentration difference by reagent lot from the average patient median ranged from -1.464 to 2.727 u/ml. None of the reagent lots evaluated exceeded the internal requirement for the assay which states a maximum bias of 9.6 u/ml for values less than 37 u/ml is allowable. The analysis concluded that all reagent lots reviewed (including the likely cause lots) read patient results consistently. Based on the evaluation results, no deficiency or product malfunction was identified since the issue is for multiple samples from the same patient that were tested with multiple reagent lots and the results did not repeat. The customer was referred to the assay package insert for recommendations on how to handle and prevent erroneous results.